Event description:
It was reported that the patient experienced diaphragmatic stimulation in all configurations. No capture at maximum output was also observed. The left ventricular lead was turned off. The patient would be followed-up to discuss repositioning the lead.

Manufacturer narrative:
No medwatch form was received.